Event description:
Reported due to foot break. The physician attempted closure of an arteriotomy site with the perclose a-t (closer ak) device following an interventional procedure. Fluoroscopy was performed prior to the procedure with the following findings: vessel size was "greater than five (5) mm;" "no calcium" was noted; and the site was confirmed to be in the right common femoral artery. The pt did not have scar tissue at the site of the groin. Reportedly, the device was inserted without any issues. However, when the physician depressed the needle plunger, "the plunger sprung out of the device towards (the physician)." The device was removed from the pt and the physician noticed that the posterior foot was "missing". A vascular surgeon was consulted and "it was judged that the foot most likely dislodged in the tissue." The pt's pulses were assessed and found to be "very good." Due to the fact that the foot can not be identified under fluoroscopy, "they left it alone." Hemostasis was achieved with angioseal. This event did not prolong the pt's hospitalization. The pt had a follow-up visit five (5) days after the procedure and was "doing fine." Although requested, no additional info was provided.